Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-200 mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: 89 mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes; 68 mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes; 94 mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes; 81 mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes; 86 mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes. Customer concern: 86 mg/dl; 81 mg/dl; 94 mg/dl; 68 mg/dl and 89 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-200mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.